Manufacturer narrative:
The distributor performed a checkout of the equipment, and confirmed the reported complaint. The bag to vent micro switch was cleaned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent micro switch was cleaned to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch resulting in a loss of mechanical ventilation. There was no report of patient involvement.